Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant the patient implanted with this right atrial (ra) lead developed a pleural effusion which was confirmed by x-ray. Lead position appeared stable. A thoracentesis was performed and the issue resolved however the following day the patient developed a massive hemothorax. Surgical intervention was performed again to identify root cause which was identified as pleural tamponade and pleural perforation. The lead was secured and remains implanted. No additional adverse patient effects were reported.